Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose and insulin pump received a blank display. Customer¿s high blood glucose value was 412 mg/dl. The blood glucose level was 397 mg/dl. Customer treated with syringe for high blood glucose. Customer stated that the display did not return. The product will return for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, and displacement test. No unexpected off no power, low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had cracked lcd window, cracked case at display window corners. (B)(4). The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.